Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. During resmed evaluation, the device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an evaluation was performed. The reported internal battery with a reduced level of capacity could not be confirmed. The pneumatic block was replaced to address the reported device failed to complete its internal self-test. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported device failed to complete its internal self-test was due to an isolated component failure within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery with a reduced level of capacity. During resmed evaluation, the device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.